Event description:
It was reported that at 91,081 joules of use during a prostate procedure, the mirror (cap) on fiber detached inside of pt and was flushed out. The case was completed using a second fiber w/o further issue. There was no injury reported.

Manufacturer narrative:
A fiber cap detachment during a prostate procedure could result in a forward firing condition of the side-firing surgical fiber.